Manufacturer narrative:
The ligator head and trip wire were received for an investigation; the handle and tubing were not returned. A visual examination found all seven bands remaining on the ligator head. The suture was intact and tied to the trip wire. The trip wire had been cut to allow the device to be removed from the scope. The teeth of the ligator were found to be damaged. Failure to tighten the trip wire could ultimately impact the deployment activity of the bands. If slack was present in the tripwire during the procedure, it could cause the thread to move over the ligator teeth without deploying the bands properly and damaging the ligator head teeth, as found with this device. It cannot be confirmed that the trip wire was not secured properly during use; therefore, the most probable root cause was not able to be determined. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the bands were unable to be released. After the physician removed the device, they noticed that the bands were twisted, and could not be released. Another speedband superview super 7 device was used by the physician to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the bands were unable to be released. After the physician removed the device, they noticed that the bands were twisted, and could not be released. Another speedband superview super 7 device was used by the physician to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.